Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 401 mg/dl. The customer's other blood glucose was over 300 mg/dl. Customer states insulin pump had insulin flow block alarm. Customer states they changed the infusion set multiple times and still got insulin flow block alarm. The insulin pump will not be returned for analysis.